Event description:
It was reported that during a roux-en-y, the surgeon fired a second blue reload across the stomach and noticed a little bleeding. He removed the extra staples and fired the third blue reload toward the angle of hiss and when he removed the stapler, he noticed that the staple line was not tight. The staple line opened up. The staples were malformed. He completed the procedure by hand sewing. The pt is fine, no consequence.